Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that no patient symptoms were reported, but the patient was receiving a cgm reading of 40 mg/dl. No bg meter comparison was done at this time. The patient self-treated with orange juice and glucose tablet. At an unspecified time later, the patient¿s bg meter reading was 498 mg/dl. The patient¿s child took the patient to the ER. Once at the ER, the patient was treated with insulin and an unspecified IV fluid. The patient was in the hospital for approximately 8-9 hours. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.